Event description:
It was reported that this 78-year-old patient was implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) and a medtronic micra on the same day on (B)(6) 2022, the defibrillation threshold testing (dft) was not performed. Approximately three days later this patient passed away at the hospital. Device interrogation was performed post-mortem and showed on (B)(6) 2022 event 001, the smart pass feature on the s-ICD was disabled due to low amplitude qrs signals. In event 002, an inappropriate atrial fibrillation event occurred shortly after the smart pass was disabled due to rate variation and oversensing. In event 003, the rhythm displayed low amplitude and showed appearance of ventricular fibrillation but could also possibly be double/triple counting of paced complex. This patient was taken to the morgue around 2pm on (B)(6) 2022. The cause of death is not known, and no further information is available. No additional adverse patient effects were reported. This device will not return, as it was believed to be buried with the patient.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this 78-year-old patient was implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) and a medtronic micra on the same day on (B)(6) 2022, the defibrillation threshold testing (dft) was not performed. Approximately three days later this patient passed away at the hospital. Device interrogation was performed post-mortem and showed on (B)(6) 2022 event 001, the smart pass feature on the s-ICD was disabled due to low amplitude qrs signals. In event 002, an inappropriate atrial fibrillation event occurred shortly after the smart pass was disabled due to rate variation and oversensing. In event 003, the rhythm displayed low amplitude and showed appearance of ventricular fibrillation but could also possibly be double/triple counting of paced complex. This patient was taken to the morgue around 2pm on (B)(6) 2022. The cause of death is not known, and no further information is available. No additional adverse patient effects were reported. This device will not return, as it was believed to be buried with the patient.